Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer called into technical support (ts), reporting that the touch selector (wheel) does not work. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer confirmed the reported problem and was provided a quote for repair. This device was not repaired by philips and the customer did not accept the quote. Multiple attempts have been made to try to get additional information regarding the repair of the device but no response received from the customer. No product returned. Therefore, the alleged malfunction cannot be verified.